Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12120. Note the patient received two leads with the same lot number. It was reported the patient's scs ipg turns off without prompting. The patient reported the stimulation changes with positional changes. An sjm representative interrogated the system, found one contact that has low impedance, but it is not used in the patient's programs. Surgical intervention is planned to address the issue.